Event description:
Reportedly, at the third firing of the instrument, the instrument's anvil bent and the staples placed on the tissue were malformed. Therefore, the procedure was converted to an open procedure to hand sew the stie and cut the upper lobus superior pulmonis. After the surgery, the instrument's clamp cover was discovered in the pt's cavity on an x-ray and a reoperation was performed to retrieve it from the cavity to complete the case. Procedure: unk pt status: no pt injury reported.